Event description:
Asr xl acetabular system. Reason(s) for revision: unknown.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: reason for revision received (B)(4) 2012. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision bi-lateral this dint refers to right hip. Asr xl acetabular system. Reason(s) for revision: unknown. See (B)(4) for left hip. Update: reason for revision received 29 may 2012. Reason(s) for revision: alval / soft tissue reaction update: 22 june 2015. Updated date of revision. Added manufacture and expiry dates for products, queried stem details. Taken from claimsuite update 22 june 2015. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.